Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported there was some bleeding from a vessel after cutting during a lath. An end tone, signifying a completed seal-cycle, was heard during an attempted seal of the vessel. The customer also reported that it sounded as if something was broken upon opening the jaws. There was no injury to the pt.